Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. That the patient is deceased with no allegation it was related to abbott products.